Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing was observed on the right ventricular (rv) lead. In addition, inappropriate high voltage (hv) therapy was delivered due to lead noise detected from undersensing on the discrimination channel. The rv lead was capped and replaced, and the patient was stable with no adverse consequences.